Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 10. On 2023-11-24, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.